Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to stimulation. Additional information obtained from the field representative indicated that during revision, it was noted the patient experienced twiddler¿s syndrome thus it was assumed the lead had moved causing stimulation. Further, the lead was still in the target vessel but just not in an appropriate position to avoid stimulation. The lv lead was kept by the hospital and a new competitor¿s lead was replaced. No additional adverse patient effects were reported.